Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. One day later, the pt was hospitalized for the event. On an unreported date, the pt was treated with inj. Cilanem, 1 g (route and frequency not reported), for the peritonitis. The cause of peritonitis was unknown. At the time of this report, the patient remained hospitalized and dianeal therapy was ongoing. Additional information was requested but is not available.